Manufacturer narrative:
One opened and used stone extractor was received noting a separated wire making up half of the basket. The separated basket segment was noted to be comprised of the non-continuous shaft wires which have been pulled from the distal cannula. When viewing the distal cannula, still present on the main body of the stone extractor, it was noted to have been moved from the original location to the tip/loop area of the basket. Two of the four wires were observed inside the cannula, noting little adhesive inside the cannula; the complete stone extractor was returned for evaluation. Inadequate adhesive applied during the manufacturing process has caused the difficulty experienced. The proper departments have been notified of this occurrence and a corrective/preventative action has been initiated. Each stone extractor is 100% inspected prior to packaging to ensure integrity. Numerous attempts to obtain additional information concerning the procedure have been unsuccessful. Should any additional information become available, it will be forwarded.

Event description:
Extracting a stone and the wire basket completely broke off. They fished it out with forceps possibly from the kidney, no harm to the patient. A laser was used in the procedure but not while the basket was in place. No harm to patient reported.